Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log entries show that the device was performing a patient ventilation for multiple days prior to the reported event. On (B)(6) 2025 at 13:17 a device restart was logged and after the restart the ventilation immediately resumed. At 13:18 the user pressed o2 suction and audio pause and at 13:26 the ventilation was stopped by the user in standby mode. No technical fault was logged in the statistical log. The affected device was tested in the service center where the problem could not be reproduced. Based on the available the root cause for the restart could not be identified and there is no indication of a permanent hardware malfunction. Performing a restart is an established approach to reach a well-defined and stable operation state of the ventilator after unexpected deviation. During restart the pneumatic system will open, which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After restart ventilation continues immediately with previous settings at the latest after 12 sec. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device shut down during use on a patient. It subsequently repeated several restarts and then booted. No patient injury occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut down during use on a patient. It subsequently repeated several restarts and then booted. No patient injury occurred. The device has no UDI as an UDI was not required at the time the device was manufactured.